Manufacturer narrative:
Product event summary # product ID# 4965-50. A proximal portion was received measuring 33 cm. A distal portion was received measuring 19 cm. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID lead unk manufacturer, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.